Manufacturer narrative:
Product event summary: the transseptal needle, (B)(4) with lot number 215947562, was returned and analyzed. Visual inspection of the needle showed that no issue was identified. The reported skiving issue could not be confirmed through testing; however, it is plausible that skiving occurred as there is a compatibility issue with the needle and a competitor sheath. The cause of the issue was not established. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the brockenbrough needle, ep003994s with lot number 215947562, was returned and analyzed. Visual inspection of the needle showed that no issue was identified. The reported skiving issue was not confirmed through visual inspection of the product. The needle passed the returned product inspection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 990061-070, lot#: c1-13038. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the preparation for an radiofrequency (rf) procedure, the needle "shaved" the inside of the sheath. The products were replaced. There was no patient involvement.